Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported, "I can not drive a car" due to photophobia following left eye lens implantation procedure. Additional information has been requested however, further information has not been received.